Event description:
During laparoscopic procedure for ectopic pregnancy, tip of l tip probe broke off. Surgeons unable to locate tip. Post surgery pt informed of incident. Decision has not been made whether it would pose increase risk to pt to perform 2nd surgery to attempt to remove retained foreign body.